Event description:
Additional information received that the ipg was explanted and replaced on (B)(6) 2021. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged the ipg as recommended. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
G3 - in manufacturer report number 3006705815-2021-02704, g3 should have been (B)(6)2021 instead of (B)(6)2021.